Event description:
The customer reported the system would stall, display error messages, and not work, the system locked up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the high voltage cable. The system operates as intended.